Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. However, a picture was available for visual observation. Visual observation revealed that there were two pieces of hair visible packed in the blister pack, confirming this complaint. It is possible that this failure occurred during packaging. We believe this to be anomaly and a one off incident. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
It was noted during a material separation process for surgery, that the product had a foreign material (hair) inside the sterile packaging. The product was not used in the surgery. A johnson rep. Verified the incident and confirmed that there was a foreign material inside the packaging. The hospital was not available other similar product for replacement. However, the surgery was initiated, and lack of the material did not affect the surgery.

Manufacturer narrative:
The complaint device was received and inspected. The device was not received in the original packaging. Only the blister pack label and the burr were received. From the pictures sent with the complaint a small strand of hair was seen in the outer plastic packaging confirming the reported failure. A nc was created to further investigate this defect. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A report was run in the complaints system for 12 burrs and blades that are in the family for the tornado hand piece for the last 6 months and there are no other complaints for foreign matter or hair in the packaging. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution on october 8, 2014 with an expiration date of 08-2019. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).